Event description:
Medtronic received information that the surgeon made a composite graft of this mechanical aortic heart valve and another manufacturer's 30 millimeter (mm) blood vessel prosthesis for a bentall and two-vessel bypass procedure. During the procedure, the sutures failed and bleeding occurred. The valve and prosthesis were removed and the surgeon successfully implanted a composite graft of a smaller (22 mm) mechanical valve of the same type and a 26 mm blood vessel prosthesis, with no further adverse patient effects. The surgeon reported that this was a sizing error; a larger size graft was attempted due to the size of the patient. The explanted device will not be returned for analysis.

Manufacturer narrative:
A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. From the available information, the cause for the clinical observation was a sizing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.